Event description:
Initial result for a pt vancomycin was 8.0 ug/ml. When repeated, the result was 47.3 ug/ml. The field service rep found the st2 chain cable was bad and repaired the instrument by replacing the cable.